Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 (mg/dl). Reportedly, the pump is abnormally vibrating. A bolus was delivered to address bg levels. It was indicated that the current pump would continue to be used for diabetes management.